Event description:
The device was returned for mechanical hardware failure (air compressor). Upon return, the device started up with a state 1 alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering pneumatic assembly. Performed recharge test and unit passed. The left bag hook is missing. The fva pins are exhibiting drag. Removed fva assembly and fva pins have debris (especially the output pin). Cleaned fva pins, channels, and reinstalled fva assembly. The lever boot retaining plate is damaged due to being cracked. The air compressor, retaining plate, fva lip seals, and bag hook will be removed and replaced during the repair process before being sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "pump makes abnormal noises after powering on then immediately goes into a service needed alarm state. Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.